Event description:
It was reported that about three days after implant the right ventricular (rv) lead exhibited high thresholds, increased sensing int egrity counter (sic) and decreased sensitivity. It was confirmed via chest x-ray that the rv lead had dislodged post pocket closure and was sitting in the right atrium. The patient reported feeling the pacing, so reprogramming was completed. Two days later, the rv lead was repositioned. During the lead repositioning, the physician noted the implantable cardioverter defibrillator (ICD) appeared to be very lateral, almost in the patient's armpit. As a result, the ICD was repositioned medially and the lateral aspect of the device pocket was partially closed. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (eval code conclusion: fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.